Event description:
It was reported that the tubing was found leaking onto patient's bed 10 minutes into infusion. The tubing came apart at the distal smartsite and it was not pulled according to the staff. It was noted that the patient was sedated using propofol at the time of the event and that there was no patient harm. The event occurred in pediatric unit. Although requested, additional information was not provided.

Manufacturer narrative:
Product grid updated from pri tubing to: 2420-0007. The customer¿s report of the tubing coming apart at the distal smartsite was confirmed during visual inspection. Visual inspection observed the set¿s tubing separated from the location where it connects to the outlet portion of the set¿s distal smartsite. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied. This is due to equipment and /or operator error.

Event description:
It was reported that the tubing was found leaking onto patient's bed 10 minutes into infusion. The tubing came apart at the distal smartsite and it was not pulled according to the staff. It was noted that the patient was sedated using propofol at the time of the event and that there was no patient harm. The event occurred in pediatric unit. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing was found leaking onto patient's bed 10 minutes into infusion. The tubing came apart at the distal y-port and it was not pulled according to the staff. It was noted that the patient was sedated using propofol at the time of the event and that there was no patient harm. The event occurred in pediatric unit.